Event description:
It was reported that the surgeon was inserting a eyeonics crystalens using a msi injector and a mtc -60cfp cartridge and the lens tore at the hinge. No patient injury. They reported unsure of cause.